Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on august 24, 2022. With lot number 1385200. Visual analysis of the returned device identified: opening, crease fold, wear abrasion, underweight. A microscopic analysis was performed which identify crease sharp opening on posterior. Stress mark. Based on the device analysis the final assessment is: -a crease sharp opening on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.